Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. This device was successfully replaced. Other than the procedure no additional adverse patient effects were reported. This device was already returned to boston scientific.

Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. This device was successfully replaced. Other than the procedure no additional adverse patient effects were reported. This device was already returned to boston scientific; however, further analysis has not yet been completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.